Manufacturer narrative:
The reported event of communication errors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported communication error alarms didn't show up in the kpi dashboard, but nursing has been getting them. The customer states they are "post upgrade". There is no report of patient involvement. The customer would like to know if there is a way for them to run a report to see how often the alarm is occurring. During a site visit, it was noted the facility had a variety of third party parts. Iui corrosion was noted during the site visit.

Manufacturer narrative:
The reported event of communication errors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported communication error alarms didn't show up in the kpi dashboard, but nursing has been getting them. The customer states they are "post upgrade." There is no report of patient involvement. The customer would like to know if there is a way for them to run a report to see how often the alarm is occurring. During a site visit, it was noted the facility had a variety of third party parts. Iui corrosion was noted during the site visit.